Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005898.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation and they were not receiving adequate therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted. Note: investigation was unable to determine which lead caused the issue.